Event description:
Customer reports being unable to test his blood glucose because he had not yet received replacement advantage system. Customer stated he went to the hospital, due to high blood sugar. Unk if customer received medical treatment. Replacement system was sent.